Event description:
The customer stated that the axsym rubella lgg reagent calibration failed twice with an error code on the axsym analyzer that indicated the m-cal 1 response was too large. The customer received a new calibrator lot and recalibrated successfully. No impact to patient management reported.

Manufacturer narrative:
(No consequence or impact to patient). (Calibration error). (Error message given) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.